Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a spot on their lung. There is no report of the medical intervention that the patient has received at this time. In the initial report, section h10 was marked incorrectly. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of dirt/dust/dander contamination. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 12 instances of .e-7, 5 instances of e-105, 5 instances of e-250, 1 instance of e-22. The manufacturer concludes the contaminates found were consistent with dirt/dust/dander contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,e1,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a spot on their lung. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.